Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿an indirect hernia sac was noted on right inguinal region was noted and dissected free. A 3dmax (device 1) was placed and tacked using sutures. An indirect hernia sac was noted on left inguinal region and reduced. A 3dmax (device 2) was placed and tacked using sutures.¿ (B)(6) 2018 ¿ patient had pain thereby provided with medications. Attorney alleges patient had hernia recurrence, adhesions, seroma, pain, mesh migration and mesh shrinkage. It also alleged that patient had pain continuous to worsen.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the device manufacturing date (15-sep-2014) is considered to be a best estimate. The date of event (30-oct-2025) is considered to be a best estimate based on the date of awareness. This MDR represents the 3dmax (device 2). An additional supplemental emdr was submitted to represent the 3dmax (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.